Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that a patient incident occurred on (B)(6) 2021. A patient was monitored by an mx40. The patient entered a area, where the wlan signal quality was not well (customer supplied network!). The patient collapsed. The clinical user reported, that no alarm on the patient information center ix (pic ix ) appeared. Because of no alarm, the patient died.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The access point (ap) structure in the new building is associated with the customer supplied network. Coverage was not available in the corner where the patient collapsed and this patient was not immediately noticed. A philips field service engineer was dispatched for onsite service. Logs were retrieved and sent for clinical assessment. As the bed label was not provided, the clinical product specialist (cps) was unable to provide a timeline of the events leading up to the patient collapse and expiration. However, the logs display alarming for beds tele4 and tele7 during the reported time. Tele7 displayed red vent fib/tachy and vtachy at 01:14:58. These alarms were acknowledged at the pic ix. The cps noted red alarms, yellow alarms, and inoperative messages (inops) alerting the user to various conditions. The tele7 inop messages included weak tele signal and no data tele terminated messages indicating low and lost signal. Insufficient information was provided to provide a timeline of the events leading up to the patient collapse and expiration on december 10, 2021. The patient collapsed in an area displaying weak wlan signal from the customer supplied network. The logs show red and yellow alarming and inops, including tele loss of signal, for beds tele4 and tele7 during the reported time. Based on philips¿ investigation, the pic ix device was operating as designed. Information was provided to the customer to resolve the issue.

Event description:
The customer reports that a patient incident occurred on (B)(6) 2021. [This was later corrected to (B)(6) 2021 at 2:10 am]. A patient was monitored by an mx40. The patient entered a area, where the wlan signal quality was not well (customer supplied network). The patient collapsed. The clinical user reported, that no alarm on the patient information center ix (pic ix) appeared. Because of no alarm, the patient died.